Event description:
As reported, during a tf tavr case, the first 26mm sapien 3 ultra valve had difficulty passing through the rcia as it had a ridge of calcium in. The valve never exited the sheath at any time but a strut on the valve was slightly bent and was protruding out of the sheath liner. The valve and sheath were removed without incidence. The calcium was treated with shockwave and a new sheath was inserted and a second valve passed without difficulty. The case was a success and the patient was doing well following the procedure.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Added h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusions. The device was not returned for evaluation. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to valve frame damage. During manufacturing of the sapien 3 ultra transcatheter heart valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Imagery was provided and one bent strut at the inflow side of the valve frame was observed protruding out of the torn sheath liner. The IFU/training mitigations/controls relevant to the reported issue (difficulty advancing the commander delivery system with s3u crimped valve through the esheath resulting in a high push force and frame damage) have been captured in a product risk assessment (pra). Edwards has provided guidelines and instructions to physicians on how to properly handle, prepare, and use the thv and system in the IFU and training materials. The users are instructed on how to screen patients to ensure adequate vessel access and to reduce vascular complications. In addition, a step-by-step instruction on how to insert and advance a delivery system through the sheath including mitigation steps and best practices to address high push force are provided. The users are instructed to correctly orient and lock the delivery system in default position before insertion and for the loader to be fully advanced into the sheath. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion, and in expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve and sheath are damaged or valve is still stuck, remove valve and sheath together as a single unit and replace, and do not over-manipulate the sheath at any time. In case of vascular injury, vascular complication management instructions are included for resolution. Based on the review, no IFU or training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A product risk assessment (pra) was previously initiated to investigate and assess the risks associated with valve frame damage. To address the issue, a corrective action preventative action (CAPA) was initiated to drive corrective and preventative actions. In this case, the valve was manufactured after the corrective action; however the corrective action is intended to reduce, but not eliminate the complaint occurrence, and the CAPA has demonstrated a reduction of complaint rate. The valve frame damage was confirmed through imagery evaluation. Due to unavailability of the returned device or relevant imagery. Without the return of the complaint device, an engineering was unable to perform any visual, functional, and dimensional analysis. Therefore, a manufacturing non-conformance could not be determined. Review of the DHR, lot history review did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. Per complaint description, 'during a tf tavr case, the first 26mm sapien 3 ultra valve had difficulty passing through rcia as it had a ridge of calcium in. A strut on the valve was slightly bent and the initial valve and sheath were removed without incidence'. The presence of calcification can create a challenging during the sheath insertion into the patient, and delivery system advance through the sheath, and it could lead to resistance and high push force. So, if excessive force is applied to manipulate the device, it can lead to the valve strut to catch within the sheath and result in the bent strut observed. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time'. These patient factors, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, leading to frame damaged. As such, available information suggests that patient factors (calcification) and /or procedural factors (excessive manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time.